Event description:
The customer reported they had an incident of the 8fr weighted tube breaking apart inside the patient where the weight is located in the tube. The patient was taken to ir to have the broken piece removed because it was in the stomach. The patient had an aneurysmal area near the weight.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode.¿ as such, a root cause could not be determined at this time.¿ ¿we will continue to monitor related reports to determine if additional actions are necessary.